Manufacturer narrative:
Section d information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they saw a manufacturing representative (rep) on friday, prior to the report for an adjustment. Since then they were having horrendous peeing all the time and going through their thickest depends pads and they were leaking constantly, going through 10-12 pads a day. The patient stated they could not leave the home because they were peeing so much. They mentioned that their husband had accidentally turned the implantable neurostimulator (ins) off and that was when the rep turned the ins on and programmed it for them. They also stated that they fell about a couple months prior to the report and they are using a walker. The patient did not want to make any adjustments during the report and would follow up with the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.